Event description:
The customer reports that while in the popliteal vein, the trellis device broke. There was no injury to the patient and the procedure was completed. From the initial investigation it was noted that: the dispersion wire was broken at the butt joint area. The other broken segments remain inside the catheter. There was a perforation on the catheter at the dispersion wire breakage.

Manufacturer narrative:
A review of the manufacture records for this device indicate that this lot was 100% visually inspected with no defects detected. Additional information has been requested. Should it become available a supplemental report will be submitted.